Manufacturer narrative:
The manufacturer received additional information alleging nose irritation, liver disease/toxicity, liver and pancreatic cancer, other basilar scarring atelectasis. Additionally, patient passed away. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. "Become aware date" and "become aware date" section has been updated and corrected. "Adverse event/product problem", "product UDI (rfb)" and coding section has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to cough and sore throat. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.